Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the ECG 'a,' ECG 'b' and front te cable were pulled from the front te. The cause of the failure was the puled dn to rear te cable. The root cause of the pulled cable was excessive force. No adverse event resulted from defective electrode belt.